Event description:
Medical affairs spoke to the pt in 05 and obtained the following info: the pt mentioned that the test strip port holer was damaged for the past two weeks and that she would have to tilt the test strips into the meter in order to obtain a blood glucose reading. The pt mentioned that if she inserted the test strips straight into the meter, it would display an error message. She did not recall what error message she received. The pt contacted the physician for assistance and was advised to contact lifescan. The pt did not receive any medical treatment or insulin from the physician. The pt took her set amount of insulin after obtaining the reading on the meter. The pt mentioned she did not experience any symptoms at the time of testing and does not recall the blood glucose reading she received. Customer service was unable to resolve the issue and sent the pt a replacement meter. The complaint is being reported as a malfunction, since the test strip port was damaged.